Event description:
It was reported ((B)(6)) the patient is not receiving effective stimulation. Lead diagnostics show all lead contacts to have invalid or high impedances. Surgical intervention is pending to address to issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.